Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor support disk. The device was received with scratched liquid crystal display window.

Event description:
It was reported that the piston from the insulin pump has been popping out. It was stated that the device is damaged. The customer's blood glucose reading was 245mg/dl. No further information was provided.